Event description:
The customer reported no image displayed during inspection for use involving an Olympus Gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.